Event description:
Customer reported a leak when using the coulter lh 500 hematology analyzer. There was a leak from the rinse block inside the instrument. The volume of the leak was about 2 cc and was not contained within the instrument. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing personal protective equipment of lab coat and gloves. There was no biohazard exposure to mucous membranes or cuts. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the beckman coulter field service engineer (fse) evaluated the instrument and found the rinse block was misaligned causing the leak. The fse aligned the rinse block and the instrument ran without leaks. The repairs were verified per established procedures. (B)(4).